Event description:
Patient reported post-op pain after implanted of the charite artificial disc. It was found on x-ray that the inferior endplate and sliding core had migrated anteriorly. The disc was explanted and the pt was fused.